Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began unknown treatment for the peritonitis event (doses, frequencies, and routes were not reported). During the unknown peritonitis treatment, dianeal therapy was ongoing. No further information was provided regarding whether the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and dianeal therapy was ongoing. No additional information is available.